Event description:
A malfunction was reported there was no reported adverse impact on the customer's blood glucose level. A replacement pump has been provided. No additional outcome information has been provided.